Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 453 mg/dl and she treated with a manual injection. Customer getting a no delivery alarm. Customer reported that after reinsert reservoir and run manual prime until at least 5.0 units they observe insulin exits with the manual prime. Advise to customer that the pump is working as designed. Explained alarm was caused by infusion or reservoir occlusion. Offered to troubleshoot for high blood glucose and customer declined. The insulin pump will not be returned for analysis.